Event description:
After venipuncture, the phlebotomist laid the tube down. When she picked up the tube, the tube was broken near the hemogard closure and blood leaked out onto her right hand. She had already removed her glove and did have an open cut on her hand. She received routine post exposure treatment.